Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl and 25 mg/dl. Customer's other sensor glucose value was 135 mg/dl and 145 mg/dl. The customer was treated with intravenous glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump was not expected to be returned for analysis.